Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials are (B)(6). Patient weight is not available for reporting. Event date: unknown. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was initially implanted with a trochanteric femoral nail-advanced (tfna) system on (B)(6) 2016. X-ray taken during routine follow up examination on unknown date revealed the end cap had dislodged from the nail and was free floating in the patient. The patient underwent revision surgery on (B)(6) 2016 at which time the surgeon removed the end cap. No other hardware was removed and no hardware was replaced. The revision surgery was completed successfully with no delay and no harm to patient. This is report 1 of 1 for (B)(4).